Event description:
Customer reported that their cpu had frozen, the system was rebooted but it froze again after 15 minutes. This resulted in a temporary inability to centrally monitor patients, however, bedside monitoring was not affected. There was no report of any patient harm as a result of the reported events. The customer did not provided any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.